Manufacturer narrative:
No samples or photos were returned by the customer. It was reported by the customer the latch will not stay shut or you cannot close it. Requirement(s):the temporary close & permanent close should operate as designed. Investigation: no updates were received on this complaint from the customer other than the notification. No pictures or samples were received which limits investigation. A full DHR review was conducted, and no issues were detected during this run. Corrective and/preventive action: a scar was issued to flextronics for non-conforming caps (ncr#769). The supplier¿s response is attached. Conclusion : the original scar event generated a qc alert which went out to the shop floor for the remainder of the run. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Device manufacture date: unknown. Device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 of the bd sharps coll 6.9qt red vented cap will not stay shut or cannot close it. The following information was provided by the initial reporter: last three cases have been problematic on the latch, it will not stay shut or you cannot close it. It just keeps popping back up or you cannot get it to latch, cannot put enough pressure to get it to latch.